Manufacturer narrative:
This is being reported for a problem found earlier. During implant placement, a drb shift resulted in the reported navigational integrity issue. The case logs indicated that the system correctly detected and alerted the user of the potential drb shifts while navigating implants. Drb shifts can cause navigational integrity issues and can lead to the misplacement of implants. The user acknowledges that they will perform an anatomical landmark check with each new instrument or level to ensure navigational integrity before proceeding with navigation. Ultimately, the other implants were placed to plan and no adverse effects to the patient were reported. No adverse effects to the patient were reported. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.